Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip did not release from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on may 8, 2023. Block h6: imdrf device code has been updated to a22 to capture that this event will no longer be reportable. Block h11: correction: block b5 (describe event or problem), e2 (health professional?) And e3 (occupation (other).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the duodenum during a procedure performed on (B)(6)2023. During the procedure, the clip did not release from the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported due to this event. Additional information received on may 8, 2023: it was clarified that the clip would not grasp onto the tissue, and thus the reason the clip would not release from the catheter.